Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override and was in carefusion coordination engine (cce) disconnected. A technical support specialist (tss) dialed into the server for investigation and executed the site down query, confirming that messaging was current while the cce remained disconnected. Health sight viewer indicated 148 devices on manually set critical override, and there were no attn notices for adt/pis delays or outages. The interface services utility ¿ cce was deployed successfully, but the cce connection issue persisted. The tss called the customer to provide an update, and the customer confirmed that messages were crossing normally again and that the long view site devices were no longer on critical override. The case was escalated to the cce team, who later reported that there were no gaps in connection or messaging from epic to cce and that any gaps may have been caused by sending issues on the epic side. There was no further response from the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were on critical override and the cce (carefusion coordination engine) was disconnected. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.